Event description:
It was reported that post placement of a stent, the patient developed neurological symptoms and was returned to the catheterization room. An in-stent thrombosis was discovered and was aspirated using a sofia which resulted in restoring blood flow. The patient had mild cerebellar ataxia and slurred speech but was able to walk and live independently at home post procedure. The treatment was for an unruptured aneurysm in the va on the right. The vessel diameter measured distal at 2.28 mm proximal at 2.81 mm. A cone beam CT confirmed no issues after detachment of the stent and the patient left the procedure room. There was no complication during the placement of the device. After the procedure, the patient developed neurological symptoms and was returned to the catheterization room. Angiography revealed a thrombus around the working length of the proximal part of the stent. The thrombus was aspirated using sofia which resulted in restoring blood flow. The patient's platelet reactivity unit (pru) test result was 150. Ancillary medication used in the case was clopidogrel. The patient had mild cerebellar ataxia and slurred speech but was able to walk and live independently at home post procedure.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is implanted and was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.

Manufacturer narrative:
Three radiographic images were supplied. The first is a lateral right vertebral subtracted dsa of the distal right vertebral artery with contrast that shows a small, wide-necked, shallow vertebral aneurysm that measures about 2mm deep x 4mm diameter. The proximal diameter is 2.81mm and the distal 2.28mm. The fred that was chosen is a 3.5 x 11 mm, therefore, properly sized. The aneurysm is proximal to the pica and situated on an almost straight segment. The second image is a cone-beam CT showing that the fred is properly located across the aneurysm, with goos wall apposition. The third image is a right vertebral artery subtracted dsa with contrast that shows a moderate amount of clot in the proximal 6mm or so of the fred. The cause for the clot formation is not evident on these images, and the patient's platelet function testing showed adequate suppression. The clinical story mentions that the patient was diagnosed afterwards with renal cell carcinoma, which could have made the patient hypercoagulable.